Manufacturer narrative:
The suspect device has been returned to olympus. At this time, the device evaluation has not been completed. A supplemental report will be submitted with the results of the device evaluation.

Event description:
A user facility reported to olympus an error code b40 and error code e40z when using the olympus cv-190. As reported to olympus, the problem was identified during preparation for use for a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation and to correct information provided on the initial report. The device was returned to olympus for evaluation. The repair center did not confirm the customer's complaint regarding the b40 error. A b40 error occurs when printed circuit board (pcb) is not functioning and the repair center confirmed the device was working as intended. The device was repaired and returned to the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the initialization of the signal board failed. Per the legal manufacturer, the customer's complaint for error code e402 (noted as e40z in the initial MDR) has no potential to cause or contribute to death or serious injury if the malfunction were to recur.